Event description:
It was reported that two legs of an ivc filter failed to open after the filter deployed at the intended location. A pigtail catheter was advanced from the same access site and an attempt was made to untangle the legs. This was unsuccessful. While manipulating the filter with the catheter, the filter moved cephalad, resulting in the apex of the filter tilting into the renal vein. The filter was removed using a snare w/o difficulty. Another ivc filter was successfully implanted. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The device has not been returned to the MFR of eval to date. Therefore, a device eval could not be performed. The investigation is currently underway.